Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the arteriovenous fistula. A 300cm pt²¿ guide wire was introduced to the lesion. When the device was removed, it was noted that the guide wire was fractured. The patient was transferred to the operating room. The remaining portion of the wire in the body was surgically removed and the procedure was completed. No patient complications were reported and there was no consequence to the patient.

Manufacturer narrative:
Device lot number, device expiration date, device manufactured date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. (B)(4). Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has wire broken, as part of overall visual revision. The unit matches with the upn provided by the customer. Visual inspection was performed and the device presented: distal end fractured. Moreover, the distal end of the wire (38.1cm approx.) Was not returned. All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the arteriovenous fistula. A 300cm pt²¿ guide wire was introduced to the lesion. When the device was removed, it was noted that the guide wire was fractured. The patient was transferred to the operating room. The remaining portion of the wire in the body was surgically removed and the procedure was completed. No patient complications were reported and there was no consequence to the patient.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).